Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a cystoscopy performed during mesh implantation. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, urinary urgency and incomplete bladder emptying.

Event description:
It was reported that following insertion the patient experienced stress incontinence, urinary incontinence, urinary urgency and incomplete bladder emptying.